Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 15oct2018. There was no device evaluation. The customer reported that they resolved the issue by performing a touch screen calibration. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined

Event description:
It was reported that the lower half of the unit's display was blank. There was no patient involvement. The event date was not specified; estimate used.